Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient¿s therapy had been off for about a week prior to this report. It was noted that the patient¿s programmer was lost, but they had the ins recharger (insr). Antenna locate was activated, patient started a charging session, and it was confirmed that the ins was on. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient¿s therapy had been off for about a week prior to this report. It was noted that the patient¿s programmer was lost. The patient had the ins recharger (insr), but they were not seeing the icon for therapy on. Antenna locate was activated, patient started a charging session, and it was confirmed that the ins was on. No further complications were reported.